Manufacturer narrative:
Method:risk assessment. Result: no lot # was provided, so a manufacturing record review could not be performed. Product has not been returned back for inspection. Conclusion: the definitive root cause cannot be determined from the given information.

Event description:
It was reported that the case was done on (B)(6) 2017. It was found out on (B)(6) 2017 that the rod on one side of a 2 level tlif has migrated out of the screwheads.

Event description:
It was reported that the case was done on (B)(6) 2017. It was found out on (B)(6) 2017 that the rod on one side of a 2 level tlif has migrated out of the screwheads.